Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test alert, device test anomaly, audio/vibrate, charge/battery anomaly and unexpected battery power anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had vibrate anomaly. Customer reported that the insulin pump had weak battery alarm and failed battery alarm and battery life was shorter than expected. Customer reported that the insulin pump was not working and after troubleshooting the insulin pump was completely operational and working safely. Customer was able to clear alarm. Customer stated that the insulin pump was beeping currently. Customer switched to vibrate and insulin pump did not vibrate. Customer stated that they performed self test and insulin pump did not vibrate. Customer experienced high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reported that they did not allege insulin pump was under delivering. Customer stated drive support cap was normal. Customer treated with manual injection and insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.